Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketones. It was stated that the customer is a brittle diabetic and was taken by the ambulance to hospital. Customer was feeling ill at school. Blood glucose value was 600 mg/dl. Customer's mother declined to troubleshoot since she says it was not cause by the insulin pump but her son's brittleness and that his settings needed some adjustment. Current blood glucose is 296 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.